Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not received for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the accuracy of the instrument was off. Verifying the instrument again did not resolve the issue. Surgeon opted to complete the procedure without the use of navigation. No information was provided on delay of procedure. No impact on patient outcome.

Manufacturer narrative:
Correction: serial number and device manufacture date provided. Additional information: patient information provided. A medtronic representative reported that they started the case and applied the air frame with the spinous process clamp, then preformed a 3d c-arm spin received the images and began with the pointer to show the correct pedicle and to navigate to known anatomical landmarks system checked out fine and placed the first screw. Moved to the next pedicle to place the adjacent screw and the surgeon immediately said the system is off. Moved the pointer around to anatomical landmarks and surgeon said again navigation is off. Rep requested the surgeon to try to reregister the pointer and he did and navigated again to known landmarks and still said it was off. The pointer was the only instrument used he would not use any other instruments. The rep suggested to re-do the 3d spin and the surgeon refused. He discontinued navigation, removed the air frame and called for another c-arm to finish the case. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.